Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-23060. It was reported the patient stated the stimulation coverage he received with his permanent implant was not effective as the trial. It was also reported reprogramming was attempted several times, but did not resolve the issue. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where his scs system was explanted.

Manufacturer narrative:
(B)(4). UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.